Event description:
This lead was implanted on (B)(6) 2014 and remains implanted until this time. A product experience report states that during implantation the patient had a small pericardia effusion. The patient is fine. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).